Manufacturer narrative:
The event unit was returned to applied medical for evaluation. During visual inspection the bead was found to still be present inside of the tube. The bead facilitates closure of the specimen bag when fully deployed. As the bead was likely not fully deployed, the complainant¿s experience of the specimen bag not being fully closed was confirmed. However, based on the functional testing performed and the description of the event, the exact sequence of events and the root cause could not be confirmed. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified. Corrections to h6: device code, investigation findings, and investigation conclusions.

Event description:
"Procedure performed: unk. Event description: inzii was inserted and the bag was expanded to collect a specimen from the abdominal cavity. The specimen was placed in the bag, and the shaft was pulled back to close the bag, but the bag did not close. Upon inspection of the product, it was found that the part used to close the bag (a small circular resin part) was still attached to the inzii body and did not function properly. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd001 and the procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new cd001 and the procedure was completed. Patient status: no patient injury or illness associated with this event."

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unk event description: inzii was inserted and the bag was expanded to collect a specimen from the abdominal cavity. The specimen was placed in the bag, and the shaft was pulled back to close the bag, but the bag did not close. Upon inspection of the product, it was found that the part used to close the bag (a small circular resin part) was still attached to the inzii body and did not function properly. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd001 and the procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new cd001 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Event description:
Procedure performed: unk event description: inzii was inserted and the bag was expanded to collect a specimen from the abdominal cavity. The specimen was placed in the bag, and the shaft was pulled back to close the bag, but the bag did not close. Upon inspection of the product, it was found that the part used to close the bag (a small circular resin part) was still attached to the inzii body and did not function properly. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd001 and the procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new cd001 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bag did not cinch, and the bead was stuck in the tube. Additionally, a lip was observed along the tubes¿ distal end, forming a raised ridge along the circumference. Based on the condition of the returned unit and the description of the event, it is likely that the snap ring around the bead came into contact with the tube lip during deployment, creating resistance. The user may perceive the resistance as signifying that the device is fully deployed, then retract the actuator while the bead/snap ring is still in the tube. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified.